Manufacturer narrative:
(B)(4)

Event description:
It was reported that: "during a tevar procedure, micro puncture and ultrasound were utilized to gain central access in the common femoral artery. Upon deployment of the manta device under ultrasound, toggle did not stop at arteriotomy. Bailed and fixed with a stent." The patient is reported as fine.

Event description:
It was reported that: "during a tevar procedure, micro puncture and ultrasound were utilized to gain central access in the common femoral artery. Upon deployment of the manta device under ultrasound, toggle did not stop at arteriotomy. Bailed and fixed with a stent." The patient is reported as fine.

Manufacturer narrative:
Qn #: (B)(4). No product evaluation could be completed as the product was not returned for investigation. A manufacturing review could not be completed as no lot number was provided. Case details were reviewed. Following an tevar procedure, an 18f manta device was deployed for closure. Upon deployment under ultrasound, toggle did not stop at arteriotomy. Bailed and fixed with a viabahn. After unsuccessful attempts at due diligence to obtain further information for this investigation, due to no response from the customer, the root cause of manta's unable to deploy properly, requiring surgical intervention, cannot be determined due to the insufficient information submitted for investigative purposes. The manta instructions for use lists potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. The der process will continue to monitor for similar events.